Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for rapid afib and shortness of breath. The pt had experienced multiple low flow alarms and on the history screen 3 pump stoppages were noted. The vad coordinator reports that pt had coumadin held for a right heart catheter and today¿s inr was 1.1. At time of the report, the lvad pump was functioning with no active alarms. Add¿l info was received the following day confirming that a pump exchange was performed from one lvad to another lvad on (B)(6), 2012.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.